Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition and manufactured in 2015. Customer?s electrical issue was duplicated. The device was tested with a known good float switch, and it ran fine once the damaged micro switch was swapped with a known good one. The root cause of the electrical issue was determined. The microswitch was bent as a result of the customer inserting and removing of disposables. Actions taken to mitigate the reported issue: damaged micro switch was swapped with a known good one. UDI information is unknown.

Event description:
It was reported that they suspect a bad float switch. No patient injury reported.